Manufacturer narrative:
The customer's report was duplicated and attributed to a damaged charging cap wire that connects to a connector on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. It is not known how the damage occurred. Customer communication indicated the 12 year device has not been serviced recently or repaired by biomed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib fault 72", "defib fault 76" and "defib disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.